Event description:
Event description guidant received information that this pacemaker was not successfully implanted. During the implant procedure, the device did not pace properly. Another device was implanted successfully.